Event description:
It was reported that the device was beginning to dehisce through the skin, as there was a slight break in the skin. The device was explanted and replaced on the date of this report. No product issue was alleged. No symptoms were reported. The patient status at the time of this report was "alive- no injury." It was later reported, that the patient was doing well. The pump pocket was moved from left abdomen to left buttocks. It was not known if the patient was taking oral medication at the time of the event. The drug that was used via the device system was sufenta.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l59331, implanted: (B)(6) 1999, product type: catheter. (B)(4).